Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: december 30, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge and no issues with the cartridge were identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. The customer provided a video for evaluation. The evaluation revealed that the lens to be ejected from the insertion system with the anterior (right) side up and with the leading haptic not tucked onto the lens optic. It was then observed that the lens flipped after delivery, presenting the posterior side up. The surgeon manipulated the lens to present the anterior side up. When the leading haptic is not tucked onto the lens optic body, it is possible that the lens will flip and present posterior side up during delivery. If the lead haptic is not folded during lens delivery, the following techniques may be utilized to prevent the lens from presenting posterior side up in the capsular bag: rotate the handpiece body with cartridge until the haptic is pointed to the left or sweep the cartridge tip to the right to re-orient the haptic tip. The complaint issues "delivery issue", "trailing haptic not folded", and "lens damaged" were not identified during video evaluation. The observed "lead haptic not folded" is similar to the reported complaint issue "trailing haptic not folded". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section h3 -the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded multifocal intraocular lens (iol), the lens came out upside down and was left implanted. The physician then placed it back in the correct orientation. The condition of the lens at the time of injection was abnormal and the trailing haptic was also moving out of normal. The present patient's postoperative visual acuity is good. There were no patient injuries, and no other medical intervention was required. No further information was provided.